Manufacturer narrative:
(B)(4). Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, leads could not be inserted into the atrial connector port of the pulse generator. The device was not used and a new device was implanted successfully.